Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Newly provided information and patient x-rays have been examined with associates from the depuy clinical, research and engineering departments. The additional investigation has not identified a root cause or a need for corrective action. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised to address symptoms of metallosis which developed months ago. Had specific signs of osteolysis around trochanter.